Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old hispanic female patient, who's undergone primary breast augmentation with two 400cc mentor smooth round moderate plus profile saline breast prostheses, suffered a right breast that never settled, post-procedure. The right breast was noticeably higher than the left. As a result, the patient underwent bilateral removal and then bilateral replacement with the following devices on (B)(6) 2010: (right) 500cc mentor smooth round moderate plus profile saline catalog: 3502500 lot: 5986944 sn: (B)(4) and (left) 500cc mentor smooth round moderate plus profile saline catalog: 3502500 lot: 5986944 sn: (B)(4).